Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report that the insulin pump alarmed power error detected. Customer's blood glucose reading was 119 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The pump was received with normal operating currents. No unexpected replace battery now alarm in the long trace and pump history noted. The low battery alarm functioned properly. The replace battery alarm and power error 25 alarm was confirmed in the long trace. The replace battery alarm occurred after the pump error 25 alarm was cleared. The detail trace analysis confirmed the pump alarmed replace battery alarm and then alarm pump error 25 was triggered when the backup battery unloaded voltage was less than 3.7 volts for 240 consecutive minutes due to a non-sleep anomaly software error. The pump was received with a scratched case, a pillowing keypad overlay, a keypad overlay texture damage and minor scratches on the lcd window.